Event description:
A nurse reported that during vitrectomy surgery, there were difficulties with aspiration which resulted in a delay of 20 minutes. The surgery was completed, and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and replaced the main air source assembly. Preventive maintenance was performed. The sys was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).